Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was occluded the following information was received by the initial reporter with the following verbatim alaris pump infusion set tubing kept occluding in the pump with all clamps open. It looks like it might have been the blue safety clamp, as if there was an occlusion from the safety clamp itself when it was in the alaris pump.